Manufacturer narrative:
(B)(4) per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, per report, patient and procedural factors [severe annular calcification, long native leaflets,] appears to have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure there was moderate to severe paravalvular leak post valve deployment. Post-dilation was performed with full nominal volume (33cc), resulting in no improvement. A decision was made to place a second valve instead of another post-dilation due to the severe leaflet overhang and calcification. A second 29mm sapien 3 valve was implanted 2-3mm above the 1st valve resolving the paravalvular leak. There was no central aortic insufficiency. There was 2cc left in atrion during deployment due to significant resistance felt during balloon inflation during valve deployment. Severe leaflet overhang was noted on the non-coronary cusp. The valve position was perfect [80:20 aortic:ventricular], it was not positioned too low, the patient just had long leaflets, the aortic annulus was huge, but the calcification was severe. Per the tavr team, this case was challenging due to the annulus size and aortic root features [CT area 681mm2 (-4.7% os for 29mm]. There was severe annular and left ventricular outflow tract calcification as well as severe mitral annular calcification.